Manufacturer narrative:
Patient ID, age, and weight are unknown. The patient was reported to be (B)(6) of age. A visual examination of the returned device found that one of the pull wires was broken. Functionally, the device was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the jaws would not open correctly. The evaluation found that one of the pull wires broke which led to the reported condition. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy of the large intestine procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the physician met resistance when trying to operate the handle and the jaw only opened half way. The jaw was able to be closed. No biopsies were taken with this device. Additionally it was noted that the device was inspected prior to use. No other issues were reported with this device. The procedure was completed with another of the same radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; pullwire broke.